Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator didn't work, they had previously increased it to 2.9 which was too high and they turned it down to a comfortable spot, but the patient still went to the bathroom all the time like they did before. The caller reported that every 1.5 to 2 hours the patient had to go, and sometimes when they moved 3 feet they would drip. The caller reported they changed the programs a couple of days ago to program 2 at 1.2, and when they pressed the increase button and it would just beep and wouldn't increase any more than 1.2. Syncing with the programmer showed stimulation was off. The caller was able to successfully increase amplitude after turning stimulation back on, and feel stimulation. The caller was redirected to the healthcare provider to discuss therapy concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: when asked what were the circumstances that led to stimulation being off the patient replied that they hit the top button by mistake and didn't know it was off. The circumstances that led to the stimulator not working was the patient didn't push the top button in. The steps taken to resolve the stimulator not working was to push the top button in, and now it works. The patient stated that it wasn't worth the money and time to try to get to a good setting, and that no matter what number the stimulator is on 2.1 - 3.5 v it doesn't help with urinary frequency. At night the patient gets up 3-4 times to urinate. During the day the patient goes 3-4 times as well. When the patient has to go it is almost instant, sometimes they have 30 seconds or so. No further complications were reported. [Refer to (B)(4) for details pertaining to the pain after a fall]